Event description:
It was reported that the lag screw did not fit on the corresponding screwdriver (cat #1213-9000). Therefore, the surgeon implanted a longer screw. No adverse cosequences to the patient were reported.